Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the user experienced a low blood glucose (bg) event. The lowest recorded bg was 34 mg/dl. The event was corrected with carbohydrates and apple juice administered by the caregiver. The device provided a low bg alert. No medical intervention was required.